Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. The IFU and patient manual include a reference guide for normal battery behavior on both visual and tone alarms including potential causes and actions to take. The steps for exchange of batteries and controllers are outlined. The system has multiple power sources available (ac adapter, dc adapter, and batteries). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by the vad coordinator that a battery showed a "low battery alarm" and the controller changed to the other battery. However, after the controller switching to the other battery the power supply indicator jumped from 1 to 3 bars. No effect or consequences to patient noted. The battery was replaced and is being returned to the manufacturer for evaluation. Investigation is ongoing.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.